Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an impla ntable neurostimulator (ins) for scar pain after sacrococcygeal chordoma surgery. It was reported that after the ins was replaced for battery depletion, the patient experienced the effect of loss with stimulation of the electrodes too lateral for the painful area. It was noted the electrodes were not manipulated during the replacement surgery. The patient experienced severe pain which required the leads to be replaced. After surgery one electrode covered the painful area well, and the other did not. Due to the ins limits high wavelength, high amplitude required because of the perception level up to 11 ma. The system automatically deactivates to report ins border crossings. If the ins was left on at 11.6 ma, it stimulates well, a good analgesic effect and coverage. Once the patient reduces the amplitude, it was no longer possible to increase and they have to visit to the doctor, who increases it again with a medical controller. The patient comes for check-ups every 2-3 weeks because the ins has stopped working. When checking, the amplitude was always below the perception level and could not be increased by the patient controller. Due to the limitation of the amplitude, the system was unusable. It was further reported that the patient has problems with effective stimulation. Cannot set the parameters in the ins that were needed for stimulation to work. The application reports a warning message of out of regulation (oor) when setting higher parameters. The patient has no pain relief. Repeated attempts were made to adjust the stimulation effect but was impossible. The application in the tablet reports a warning message and if you ignore the warning message and set the parameters that are needed for the effect, then the ins cannot be controlled by the patient controller. There was also high impedances of 40,000 ohms. There was a need for medical intervention; the patient was very dissatisfied. Additional information was received reporting is was unknown if the ins will be replaced. No additional actions or interventions will be taken to resolve the event. The event did not resolve.

Manufacturer narrative:
Concomitant medical products: product ID: 3888, lot# unknown, explanted: (B)(6) 2021, product type: lead, product ID: 3888, lot# unknown, explanted: (B)(6) 2021, product type: lead . Other relevant device(s) are: product ID: 3888, serial/lot #: unknown, product ID: 3888, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins was replaced with another ins system that did not limit the setting of the frequency, pulse wave, and voltage parameters. The issue was resolved at the time of report.

Manufacturer narrative:
Continuation of d10: product ID 3888 lot# unknown explanted: (B)(6) 2021 product type lead product ID 3888 lot# unknown explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.